Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-01860, 3007042319-2015-01861 and 3007042319-2015-01862) submitted for devices related to the same event. Current device location is unknown.

Event description:
(For (B)(4)) it was reported by the distributor to (B)(6) that while at home that patient had 5 critical battery alarms logged for three batteries since (B)(6) 2015 when the charge was not less than 10%. The batteries and controller were exchanged. There was no effect on the patient. It was reported that the events could not be confirmed solely on review of the logs and the devices will be returned. (For (B)(4)) it was reported by the distributor to (B)(6) that while at home there were "potentially switching events" with two batteries. It was reported that the events could not be confirmed solely on review of the logs and the devices will be returned. The batteries and the controller were exchanged. There was no effect on the patient. It was reported that the events could not be confirmed solely on review of the logs and the devices will be returned. This is report 2 of 3.

Manufacturer narrative:
(B)(4) investigation of this event revealed that the most likely root cause is a communication error between the controller and the batteries. This is a known issue that was investigated under a CAPA. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01860, 3007042319-2015-01861 and 3007042319-2015-01862) submitted for devices related to the same event.